Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 80% stenosed lesion was located in a moderately tortuous and moderately calcified proximal left circumflex (lcx). The lesion was pre-dilated with a 2.50 x 12 mm non complaint balloon. A 2.75 x 20 mm promus premier stent was deployed to treat the target lesion. The balloon inflates, the stent was fully expanded and deployed at 14 atmospheres for 12 seconds with no issues encountered. After the stent was post dilated with a 2.75 x 12mm non complaint balloon, type b dissection at the distal edge and angina occurred in coronary artery. Another 2.50 x 12 mm promus elite stent was deployed to cover the dissection, and successfully complete the procedure. There were no further patient complications reported, and the patient was stable post procedure.